Manufacturer narrative:
Clarification d.3: manufacturer of device is unknown. Captured under allergan device until more information is gathered. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown, rupture confirmed with a CT-scan against an unknown manufacturer. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e1, h6.